Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 466 mg/dl. The customer stated that his pump felt a little funny. The customer stated that he took some insulin and waited and it did not fall. The customer changed the site and blood sugar and his blood sugar started to fall. The customer's blood sugar was back to normal the next morning.